Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # p4t902. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number/batch number p4t902, and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy, the device fired cross clips and then it empty fired on its own. Did not fully placed on clip bed. It cross placed on the tissue that was going to be closed. After the tissue was closed, the device fired second clip on its own even though the it was not touched. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p94948. Corrected data: batch # originally reported as p4t902. Batch # is p94948. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch p94948 number, and no non-conformances were identified.